Event description:
It has been reported that during the procedure this device faild to sense or pace. The device was removed and replaced to finish the procedure. There is no report of pt injury. No further info is available. The device is being returned to co for evaluation.